Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient felt discomfort/burning and their ins heated inside of them. This occurred when patient recharged the device and the stimulation/ins was on for long time. The issues started two months prior to the date of report and got worse two weeks prior to the date of report. Patient was seen by a manufacturer representative on (B)(6) 2017 and upon interrogation, rep discovered >10000 ohms impedances on contact #8. Patient's device was to be reprogrammed by not using contact #8.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new info: device code added (ins recharge longer than expected).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they met with the patient and the programming around contact 8 was successful. The patient was able to get similar pain relief. The patient stated that he was charging for long periods of time, approximately 8 hour stretches. The patient was advised to charge for shorter durations of 2-3 hours at a time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.